Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer's blood glucose level was not impacted. There was a temporary delay in cleaning the alarm and resuming insulin delivery.